Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6), 2011.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in explant surgery. The device was explanted (B)(6), 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.